Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device made a loud noise during usage. And the switch button of the front panel was not working. The user rebooted the device three times, but the phenomenon was not resolved. The user replaced the device with a similar device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device. However, the exact cause of the reported event could not be conclusively determined. Omsc surmised that the pressure sensor mounted on the main circuit board was failed. If additional information becomes available, this report will be supplemented.